Event description:
The manufacturer¿s field service engineer (fse) reported that during servicing, the unit failed auto zero solenoid cannot open during extended self-test (est). There was no patient involvement.